Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer also had sensor not connecting issue. The customer's blood glucose was 440 mg/dl. The customer treated high blood glucose with bolus delivery using insulin pump. Customer declined troubleshooting for high blood glucose readings. No product is expected to return for analysis.